Event description:
A customer contacted (B)(4) regarding a system error (se) 2240 (air in line) alarm on the homechoice (hc) unit during dwell. The home patient (hp) revealed that a bag had fallen on the floor. The technical service representative (tsr) assisted with troubleshooting and advised the hp to start over again using new supplies. During a follow-up with the hp, it as found that she did not know how the solution bag fell because she was asleep at that time, and the hp confirmed that the bag did not become disconnected from the cassette line. The hp discarded all the disposable products and the lot number was not provided. There was no patient injury or medical intervention. No further information was provided.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded. A follow-up report will be filed should any necessary supplemental information become available.